Event description:
A (B)(6) male patient's wife contacted zoll lifecor customer support service to report that the device keeps alarming him to adjust the belt. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon inspection, the belt was found to have damaged cable. The cable running from ECG a to ECG b was found to have an electrical short between the shielding and wires. The internal short caused the check belt messages. The root cause of the shorted line cannot be positively identified. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.